Manufacturer narrative:
Sections with additional information as of 26-jan-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Correction: d1: brand name from "true metrix" to "true metrix air."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ feeling shaky. Note: manufacturer contacted customer in a follow-up call on 30-nov-2020 to ensure the patient condition improved and initial concern is resolved - able to establish contact with customer and stated that symptoms have improved and no further medical attention was required, replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 189mg/dl. The expected fasting blood glucose test result range is 100-120mg/dl. The customer did report symptom of feeling shaky. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 116 and 122mg/dl non-fasting using the meter. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).